Event description:
It was reported extension breaks during usage causing leaking of chemotherapy and biological fluids. Occurred during use. Nurses have found several port needle extensions broken during infusion in pediatric patients of around 4-5 years old. This causes leakage of chemotherapy and biological fluids. It has been necessary to remove the needle and prick the reservoir with a new one to continue with the treatment. Exposure to blood and cytotoxics. Unknown if other measures were taken. The health personnel was exposed to blood or bodily fluids. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.